Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 06, 2016 was filed inadvertently, no magnet dislodgement has occurred.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.